Event description:
It was reported that the spider 2 was not holding pressure. No backup device available. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and impact damage to the inner enclosures was observed. A functional evaluation revealed the device would not pressurize. It was also noted that the unit¿s charger, battery, dumbbell and inner closure needed to be replaced. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a blown fuse, defective solenoid valve or a battery failure.